Event description:
On 4/23/2024, it was reported by a sales representative via (B)(4) that an ar-8332h shaver hp and burrs were loose and did not have a good connection with slight delay in the case. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.